Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Event log review was performed and found cassette latch closed and opened messages recorded in the event log. The cassette was attached into pump and observed for the reported problem. The customer's reported problem was verified. The pump displayed "cassette not attached properly" alarm message during the investigation. The investigation also found contamination and corrosion by the pump latch/lock and occlusion sensors. The reported problem of "cassette not loaded properly error" was possibly caused by fluid ingression. The pump latch/lock optic flex sensor was replaced to correct the reported problem. The root cause was attributed to the faulty latch/lock optic flex sensor.

Event description:
Information was received that this smiths medical cadd solis vip pump displayed cassette not loaded properly error message. No adverse effects were reported.